Event description:
Caller states pt tested 3.7 inr on the coaguchek s system while a comparison lab returned as 2.6 inr. No actions were taken based on device results. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in a foreign country.